Manufacturer narrative:
Unique identifier number added. Evaluation summary: the device history record review cannot be completed because the lot number was not reported. Samples were received for evaluation. During inspection no leaking was detected in the samples provided. No failure mode was detected so no corrective action will apply. This complaint will be closed with no further action and the complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeding tubes are leaking. After follow up request for more information the customer states that the issues were discovered during set up, priming, and prior to patient contact.